Manufacturer narrative:
(B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was alleging under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer also stated that they performed the self test and test was failed and the customer got couple of pump error alarms. The insulin pump will not be returned for analysis.